Manufacturer narrative:
Block a2: the patient exact date of birth is unknown; however, it was reported that the patient was born in 1981. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure, performed on (B)(6) 2025, for the treatment of esophageal varices. The device was placed and positioned correctly onto the scope, and the scope was then inserted into the patient. During the procedure, when attempting to deploy the bands, the bands were not deployed correctly and did not ligate around the tissue. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy.

Manufacturer narrative:
Block a2: the patient exact date of birth is unknown; however, it was reported that the patient was born in 1981. Block h6: imdrf device code a22 captures the reportable event of bands falling off the varix. Block b5 and h6 (device code) have been updated based on the additional information received on march 16, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure, performed on (B)(6) 2025, for the treatment of esophageal varices. The device was placed and positioned correctly onto the scope, and the scope was then inserted into the patient. During the procedure, when attempting to deploy the bands, the bands were not deployed correctly and did not ligate around the tissue. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 16, 2025: the bands deployed from the ligator, but they did not wrap around the tissue correctly.